Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files; outcome of patient injury is pending. Per update received from customer no injury occured.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.after inspection of device it was found that device is defective. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
Contra-angle handpiece (B)(6) (2012) (collet does not hold the file) defective,